Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: updated codes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: did the event occur during sterile processing?: yes, did the event occur during field inspection?: yes, did the event occur during internal service activities such as calibration?: no, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ what is the account name? ¿ was the faulty drain used on the patient? ¿ which component was ruptured when opened, the blake drain or the reservoir bulb? ¿ if the reservoir bulb was the component that was found ruptures please provide lot number. ¿ is the device available for evaluation? ¿ if yes, what is the device return status? H3 evaluation: photo analysis. No product has been returned. Complaint sample review : not applicable, as the complaint sample was not received for evaluation, and we are well aware with the fact that to perform a complete holistic investigation, defective samples are required, so scope of the investigation is very limited at our end. Photo-analysis of shared pictures : photographs were checked visually, and concluded that: picture-1 : picture of the drain with trocar inside the teared pouch, where label of the drain is well in place. Picture-2 : picture of 100 cc bulb, with water content on the blue surface. Picture-3 : zoomed view of picture-2, connection port is looks like shortened about 5-6 mm and having a sharp cut near by connection port base. From picture-3 it is suspected that connection port of bulb might have came in contact with some sharp tool used prior / during surgery, and lead to the defect generation. It is suspected that, received portion of the drain might have came in contact with some sharp tool used during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. Drainage was ruptured opening. There were no adverse consequences to the patient as it was reported pre-op. Upon receipt and analysis of photos, the reservoir appears to have been cut/broken additional information has been requested.